Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. The patient underwent a procedure for a permanent scs system on (B)(6) 2013 during which a csf leak occurred. The physician did not perform any intervention and the patient was asymptomatic postoperative. Follow-up info indicated the patient later experienced a headache which later resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.